Manufacturer narrative:
See scanned page.

Event description:
In 2009, boston scientific corporation was informed that during an inservice, the nurse went to fire on the demo and the clip fell off, in three pieces, inside of the model.